Event description:
It was reported that during a follow-up high, out of range, high voltage lead impedance measurements were observed. Measurements were normal in-clinic. The lead remains implanted. Patient condition is good. Follow-up will be scheduled for 3 months.

Manufacturer narrative:
.